Event description:
New information notes that the ICD was suspected to have caused the imp problem and there were no issues with the lead.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented to the clinic after receiving a notification alert for high, out of range hv lead impedance and this was confirmed in-clinic. No patient symptoms were reported. Lead revision is planned.